Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported.

Event description:
It was reported that during reprocesssing at the user facility a broken bur was found inside the attachment. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.